Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and sometimes had a shocking sensation. He kept the neurostimulator at a low setting and did not always feel the stimulation. About 6 months ago he started having pain in the back. When he tried to use his pt programmer he only saw the 9v light (even after replacing with a new 9v battery). Additional info was requested.